Manufacturer narrative:
The device has not been returned to animas. No conclusions can be made.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged the patient had a blood glucose of 561mg/dl with increased thirst , increased urination, and abdominal pain. Patient did not test for ketones and did not require any unusual treatment. During troubleshooting, it was found that the basal history on the pump does not match active basal program. The patient discontinued pump therapy. This complaint is being reported as the patient experienced hyperglycemia due to the inaccurate history settings.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 4/19/2017 with the following findings: a review of the pump histories showed multiple manual suspends and manual resumes performed on the pump. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.